Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction - low prime volume issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the reported prime volumes were verified in the pump's history. The history showed no records of pump not primed or no cartridge detected warnings. During testing, the pump performed the rewind, load, and prime steps successfully. The pump force sensor was found to be in calibration and a cartridge was correctly loaded into the pump. The pump was opened and no damage was found to the internal circuit board.